Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; pnr414562h no anomalies were found.

Event description:
It was reported that the physician believed there was a connector setscrew problem with the patient's device. The device was removed and a new device was implanted. There were no patient complications reported as a result of this event.